Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551401, expiration date 11/30/2011). (B)(6). Will not be returned to manufacturer.

Event description:
Caller states neonate patient tested 48 mg/dl on inform system 1 and 43 mg/dl on inform system 2 while a comparison lab returned as 15 mg/dl all within 10 minutes of each other. Comfort curve test strips were used in both inform systems. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.